Event description:
The ge oec 9600 fluoroscopy system had no boot or boot-up termination. System also displayed checksum error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and found low output on the sram. The sram was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.